Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot r13h03051 was manufactured august 05, 2013 - august 06, 2013. One unused and two used samples were available at the plant for evaluation. No defect was observed during visual inspection. An in-house 10ml syringe was filled with distilled water and individually attached to both the female luers of all three sets. The catheters were clamped off and the syringe plunger manually depressed. No leakage was found. The complaint was not confirmed. Sample was working within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the connection of an interlink t-connector extension set and a non-baxter catheter during infusion of an unknown IV fluid. No patient injury or medical intervention was indicated in association with this report. No additional information is available.